Event description:
The pt was implanted with a vascular access graft in a loop configuration in the right femoral. The physician reported to the distributor that the pt incurred sudden blood loss and the graft was removed. The pt also reportedly had a previous occurrence of a false aneurysm. The graft had been implanted for an estimated period of 7.5 years.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. Supplemental report will be submitted when the MFR's investigation is completed.